Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A facility biomedical technician reported that the power cord of the machine was discolored. No patient was involved. The surface of the cord that touches the outlet was found to be brownish-black. There were never any flames, smoke, or sparks observed. The machines are all plugged into hospital grade gfci outlets. Biomedical technician replaced the cord and returned the machine to service. The cord was not available for evaluation.